Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvmb10, (imp, tsv,mcol mg,3.7mm,10m) for evaluation. Visual evaluation / functional test was performed; the implant has minor signs of use with bone debris on its external threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1295148. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1295148 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: perforated sinus¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that an implant at tooth site #26 was removed due to a sinus perforation. Procedure was not completed.